Event description:
The event occurred on an unknown day in april 2025 involving an unspecified spinning spiros. It was reported that when the nurse (rn) was hanging cisplatin on a b line, a leak was found at the spinning spiros as soon as it pushed start on pump. This was only saline at this point. The infusion stopped and the tubing was sent back to the pharmacy to be re-primed. The patient is 66 years old. The customer provided lot number 14216447 but this number was not found/populated with ICU. There was patient involvement and unknown adverse events.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.